Event description:
As previously reported the patient had a lead revision on (B)(6) 2015 and new information received from the patient indicated that they had a second revision on (B)(6) 2015 for the same issues. The patient had stimulation was in the wrong location again and they had a loss of therapeutic effect. The stimulation was only in their legs instead of in their abdomen. Following the second revision the patient was again experiencing more stimulation in their legs than their abdomen as well as pain in their abdomen. These issues began one week prior to the call. The patient had tried their other groups and programs but it did not resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not happy with their stimulation pattern post-operatively. They still had left lower bad pain and less than 50% therapy relief in their left lower abdomen. Reprogramming was unsuccessful. The leads were placed very close to the trial placement and the patient was tested intra-operatively with their initial surgery. The leads were tested pre-operatively and there were no out of range impedances so the patient had a lead revision where their lead was repositioned. Reprogramming was also performed. The patient was happy with the coverage after the repositioning.